Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events during use on date (B)(6) 2024. The infusion set was in use for 48 hours. Blood glucose level was 170 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.